Event description:
The device was located on the shelf and was ready to be put into service. The nurse powered the unit up, smelled smoke, and immediately powered down the device. There was no indication of an actual fire. The ebme (biomed) stated that at the time the malfunction occurred there was no pt involvement.

Manufacturer narrative:
Printer board components overheated. There is no reason to believe that the fire was battery related. MFR evaluation summary: the subject device was returned for evaluation and investigation. There was no evidence that fire had breached the monitor's housing. Visual inspection of the interior of the monitor confirmed the user's report that the printer assembly had been burned. There is no evidence that this incident was in any way battery related. The device is currently in route for further analysis. We are attempting to ascertain if there was any pt involvement at the time of the device malfunction.